Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide a status update. The actual device has not been received and the investigation is currently ongoing. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. A review of the device history record of the product code/lot# combination was conducted with no relevant findings. A search of the complaint file did not find any other report with the involved product code/lot# combination. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to provide the returned sample evaluation. Results is based on the evaluation of the user facility information and the actual device; retention samples from the reported and surrounding lots. Conclusions is based on the evaluation of the user facility information and the actual device; retention samples from the reported and surrounding lots. The actual device was returned to the manufacturing facility for evaluation. The sheath was evaluated and revealed no visual anomalies. The sheath was leak tested without stressing the valve and a leak was observed. The valve was removed and inspected more closely under magnification and revealed to have an off-center anomaly. The retention samples from the involved product code/lot# combination and the surrounding lots were visually examined and confirmed there were no visual defects. Leakage testing revealed no leakage of the devices. The investigation results verified that the retention samples were normal product. The returned sample failed the leak test which confirms the reported complaint, however the exact cause of the reported event cannot be definitively determined. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Manufacturer narrative:
The actual device has not been received and the evaluation is not yet complete. A follow up report will be submitted when the investigation is complete, but no later than 30 days from the date that this report was sent. All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up.

Event description:
The user facility reported leakage on the involved device. Follow up communication with the user facility confirmed the following information: a continuous leak was reported on the 7fr sheath 6cm r/o device; the sheath was replaced within 5 minutes, to one with a different lot number; an estimated amount of blood loss was 10ml; the procedure was completed; and the patient was reported as in stable condition.